Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery, it was reported that a powerflex pro was delivered and inflated with an unknown indeflator device at 10atm at the lesion. After the balloon was removed from the patient, angiography was performed and an indentation was observed. So the powerflex pro was inserted and inflated again. However, the balloon ruptured at 7atm. The balloon was removed intact and the procedure was finished successfully. There was no report of patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same indeflator was used successfully with other devices. An approach was made from the right femoral artery. The lesion was crossed by a guidewire (radifocus 035, terumo). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. It is unknown how many times the balloon was inflated. The lesion was in-stent restenosis of unknown stent. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. The product will not be returned for analysis.

Manufacturer narrative:
Review of lot 15861882 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty to the right common iliac artery, it was reported that a powerflex pro was delivered and inflated with an unknown indeflator device at 10 atmospheres. After the balloon was removed from the patient, angiography was performed and an indentation was observed. So the powerflex pro was inserted and inflated again. However, the balloon ruptured at seven atmospheres. The balloon was removed intact and the procedure was finished successfully. There was no report of patient injury. The lesion was in-stent restenosis of unknown stent. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same indeflator was used successfully with other devices. An approach was made from the right femoral artery. The lesion was crossed by a guidewire (non-cordis). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. It is unknown how many times the balloon was inflated. The device was not returned for analysis. Review of lot 15861882 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (moderate calcification, 99% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.